Event description:
The reported go pump kit includes a fenestrated catheter for delivery of anesthetic into a pt. While the physician was removing the catheter from the pt, it broke. The physician was able to remove the entire catheter without surgical intervention.

Manufacturer narrative:
The conditions of the catheter and its anatomical environment within the pt at the time of failure cannot be known. Unusual conditions or combination of conditions such as abnormal catheter placement (bent, kinked), trauma to the catheter during placement, or structural impediments to catheter withdrawal (pt positioning) may create resistance to catheter withdrawal. The application of excessive force in response to withdrawal resistance may cause the catheter to stretch and break. This event and other similar events are available for statistical analysis and monitoring.